Event description:
Description according to claimant's attorney: it is alleged that "on or around (B)(6) 2011, after undergoing diagnostic tests at scripps memorial hospital, in (B)(6), patient was informed she suffered from a failure in her celect vena cava filter's placement, which was puncturing both her duodenum and abdominal aorta." It is further alleged that "on or around (B)(6) 2011, anonymous physician (B)(6) denied the validity of the diagnostic tests performed and reviewed at (B)(6) hospital, and instructed patient to disregard the findings and related instructions of the treating medical providers at (B)(6) hospital." Also alleged by attorney: "on or around (B)(6) 2011, anonymous medical practice (B)(6) and anonymous physician (B)(6) provided medical treatment to (patient) at the emergency room of anonymous hospital (B)(6). Patient was informed at this time that her symptoms were not related to the failure of her celect vena cava filter. Further alleged by attorney: "on or around (B)(6) 2012, anonymous medical practice (B)(6) and anonymous physician (B)(6) provided medical treatment to (patient) at the emergency room of anonymous hospital (B)(6). Patient was informed at this time that her symptoms were not related to the failure of her celect vena cava filter." It is unknown from the complaint allegations whether the celect filter still remains in patient.

Manufacturer narrative:
Unknown as information was not provided by reporter but referred to as cook celect filter. Lot number: unknown as information was not provided by reporter. Catalog number: unknown as information was not provided by reporter but referred to as cook celect filter. Summary of investigation findings: rpn and lot number were not provided, therefore, the investigation of device history record has not been possible. However, nothing indicates that the device was not manufactured according to specifications. As no device, imaging studies or hospital or medical records have been provided our investigation has been limited to the allegations in the litigation. Consequently, based on very limited information we are not able to confirm and/or comment on the alleged filter perforation and the alleged unsuccessful filter removal. The exact root cause for the alleged filter perforation and the unsuccessful filter removal cannot be determined based on limited information provided. The instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Monitoring of similar reports will continue.

Manufacturer narrative:
Exemption number e2037797. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Correction(s): life threatening to required intervention. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vc and organ perforation, difficult to remove (open surgery), tilt, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2037797. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable or unchanged. Correction(s): adverse event to product problem and adverse event. Required intervention to life-threatening. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2008 via the right internal jugular vein prior to bariatric surgery and due to a history of pulmonary embolism. Patient experiences vena cava, duodenum and aorta perforation. Patient is alleging device tilt and pain due to the device. The device was successful retrieved on (B)(6) 2012 via surgical intervention/open removal and the use of wire cutters to remove the struts that had penetrated the vena cava. Patient is alleging anxiety and post-traumatic stress disorder (ptsd).

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, vc and organ perforation, difficult to remove (open surgery), tilt, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Corrected data based on new information received: attorney corrected. 510(k) corrected to k073374. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/22/2017 as follows: patient received an implant on (B)(6) 2008 via the right internal jugular vein prior to bariatric surgery and due to a history of pulmonary embolism. Patient experiences vena cava, duodenum and aorta perforation. Patient is alleging device tilt and pain due to the device. The device was successful retrieved on 01/31/2012 via surgical intervention/open removal and the use of wire cutters to remove the struts that had penetrated the vena cava.